Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "scan again in 10 minutes and then replace sensor" error message after 2 days of wearing the adc freestyle libre sensor. The customer experienced unspecified symptoms of hypoglycemia and ¿could not stand up on their legs¿ and received a glucose reading of 26 mg/dl on an unspecified device. The customer was unable to self-treat therefore, the customer's sister treated with orange juice and no further treatment was reported. There was no report of death or permanent impairment associated with this event.